Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 3487a, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown foreign healthcare professional that reported there was a technical issue and that the lead snared in the scar tissue. The event occurred during follow-up. Event management included a lead revision. The event resulted in hospitalization.

Manufacturer narrative:
The implant date of the other applicable component (the lead) has been updated to (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.